Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the ECG a and b cable was severed. The root cause for the damaged cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.